Event description:
Staff members arrived at the scene to find a doctor performing CPR on a male pt. The unit was attached to the pt and the staff analyzed the pt's rhythm. The pt was in v-fib and the unit advised the staff to defibrillate the pt. The pt was defibrillated once at 200j. The unit did not advise a second defibrillation attempt. When the staff attempted to run a summary report, the unit would not print the report. The unit's monitor screen went blank and the staff could hear a "buzzing noise" coming from the unit. They disconnected the pt from the unit. The pt subsequently expired. The complainant indicated that the pt had a history of cardiac problems and that the alleged malfunction did not contribute to the pt outcome.